Manufacturer narrative:
Continuation of medical devices: product ID 3389s-40, lot# va1gjn4, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. Product ID neu_unknown, product type unknown. Product ID neu_unknown, product type unknown. Product ID 3389s-40, lot# va1bphd, implanted: (B)(6) 2017, product type lead. Product ID neu_stylet_acc, product type accessory.

Event description:
Additional information was received from the rep. They reported the alligator clips had been disposed of and were unable to send them in for analysis. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown, product type: screening cable.

Event description:
Additional information was received from the rep indicating the 3389 lead and alligator clips were used and had high impedance. The hcp switched out the lead and continued to see high impedance on the new lead. The hcp had sent this lead back for analysis. During stage 2 implant, all impedance values were within normal limits. The caller reported the hcp had wiped and repositioned the alligator clips multiple times and continued to see high impedance. The hcp did not send the alligator clips back for analysis, but did not think the leads were the issue.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies to the lead with lot #: va1bphd, code has replaced it. Code still applies to the other lead (lot #: va1gjn4).

Manufacturer narrative:
Other applicable components are: product ID 3389s-40 lot# va1gjn4 implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. Product ID 3389s-40 lot# va1bphd implanted: (B)(6)2017. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that on date notified the healthcare professional (hcp) implanted the patient's left lead, and initial impedance testing gave 17k ohms for electrode 1. The hcp eventually switched the lead out and got 40k ohms and, after running stimulation for a long time, got down to 38k ohms. It was stated that the hcp decided it might be an air pocket, so they decided to leave the lead and closed up. The hcp felt confident that it was a false reading and would not pose a problem during programming. It was noted that there was still no definitive answer to the cause of the high impedances. It was noted that impedances would be compared during ins implantation. There were no patient symptoms alleged and no further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Analysis of the lead (lot#: va1bphd) found no anomaly. The returned lead passed all functional testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. (B)(4) has replaced (B)(4) (lot#: va1bphd), (B)(4) still applies to the other lead (lot#: va1gjn4). All method and results codes apply only to the returned lead (va1bphd). (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.